Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported that the patient presented to the emergency room with syncope. A transmission noted the right ventricular (rv) lead with sensing threshold measurements below range. The lead remains in use. No patient complications have been reported as a result of this event.